Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion test which was reproduced during evaluation and found to be caused by an out of adjustment downstream tubing guide. The downstream tubing guide was adjusted and correct the issue. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The reported symptoms of "failed upstream occlusion and under infusion" were involuntarily missed during evaluation. The device was no longer in its received condition; thus, the evaluation could not be performed for the reported symptoms. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed upstream and downstream occlusion testing and under infused during basic infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.